Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("infection(utis)"), fungal infection ("infection (yeast)"), headache ("headache"), dyspareunia ("painful intercourse"), back pain ("back pain"), tooth disorder ("dental issue"), alopecia ("hair loss") and anaemia ("anemia"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urinary tract infection, fungal infection, headache, dyspareunia, back pain, tooth disorder, alopecia and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, headache, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("infection(utis)"), fungal infection ("infection (yeast)"), headache ("headache"), dyspareunia ("painful intercourse"), back pain ("back pain"), tooth disorder ("dental issue"), alopecia ("hair loss") and anaemia ("anemia"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urinary tract infection, fungal infection, headache, dyspareunia, back pain, tooth disorder, alopecia and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, headache, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.